Event description:
While angulating the table down from the veritcal position, the front table chain broke a link and allowed the table to fall downward wedging itself in the base mounts. No injuries were reported. The safety concern is for potential injury should a pt fall to the floor.